Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device after an unspecified procedure. Reportedly, the device pulled out of the vessel and there were no sutures attached. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred and this would result in a failure to retrieve the suture during the needle plunger retraction. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. During the investigation, the plunger was inserted to test the needle trajectory, needle depth and push mandrel travel and the results were acceptable. The needle trajectory of every device is checked during the manufacturing process. The most probable cause for a posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue because of a challenging anatomy or failure to position and maintain the device at a 45 degrees angle throughout deployment. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there have been no other incidents reported for failure to deploy a suture. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all relevant information.